Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 03/24/2017 that on (B)(6) 2016, that the patient experienced a skin reaction. Sensor was inserted on (B)(6) 2016. The reaction was described as dry skin, a little redness, almost like the skin is cracked. Affected area was treated with triamcinolone cream, prescribed on (B)(6) 2016. At time of contact, patient is fine. No additional patient or event information was provided. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.